Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "time" was missing from the pump touchscreen display. Customer¿s blood glucose was 109 mg/dl. Reportedly, the issue resolved, and customer continued to use the pump for insulin therapy.